Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was found on the connection site between catheter and septum with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that foreign matter on the connection site between catheter and septum.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8348974. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was inspected and released without defects being noted during the final assembly or visual inspections. One returned sample was received for investigation. There is a black dot on the catheter adapter. Spectral analysis shows that this material is most likely polybutylene terephthalate (pbt). The root cause for this event is most likely the result of overexposure of the raw materials during the molding process resulting in a transformation from transparent to opaque. Current inspection standards are in place to monitor and control all non-conforming devices. To prevent a reoccurrences of this event we have issued a notification to our inspection teams.

Event description:
It was reported that prior to use foreign matter was found on the connection site between catheter and septum with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that foreign matter on the connection site between catheter and septum.